Manufacturer narrative:
Sections with additional information as of 06-july-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within 6 months tested within specifications added most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. Customer stated she is aware her blood glucose is high; customer stated she is a dialysis patient and her blood glucose is high due to the glucose fluids given. Customer stated that she had not used the true metrix meter since (B)(6); customer stated she depends on her insulin pump to monitor her blood glucose. The customers expected am fasting blood glucose test result is 110 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had contacted her doctor due to the hi blood glucose test results obtained. The doctor's diagnosis was hyperglycemia and customer was advised to take 5 units of insulin every hour and a half until her blood glucose results lower. Customer stated she has been taking 5 units since the night before and had taken a total of 20 units. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 07/22/2022 and customer could not recall the open vial date. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).